Manufacturer narrative:
Correction: section b5 and h6 corrected/populated.

Event description:
It was reported that the asymptomatic patient presented in clinic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before, during and after programming changes.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).